Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis, the intact wand wire was fracture upon return for investigation. The failure was found during analysis; therefore, patient information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.